Event description:
Pt on 3.1 tpn via cadd prizm pump -smiths medical. Defective lot of pump sets. On priming, prior to filter solution is while as it should be, after filter, solution is clear then turns a little white but not the same color as before the filter. Upon running pump, delivers for a little while then hi-pressure alarm. Tested in-house on multiple sets of same lot # and duplicated the problem. Lot# 21x222, product 21-7081v-01.